Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that they had a trauma patient come in for stroke and thrombectomy procedure and they had an issue with the closure. The procedure went well however, when they tried to deploy an 8fr angio-seal, the deployment did not go smooth. They had used an 8fr procedural sheath prior to closure. The physician stated that after the second click, the angio-seal did not pull back smooth and that it appeared the closure was a success. He continued to hold for twenty minutes anyway, and the bleeding stopped. The patient was going for an ultrasound. The estimated blood loss was less than 250cc. The patient was stable in recovery. Additional information was received on (B)(6) 2024: when pulling back the device after the second click the entire sheath and collagen came out of the artery, the anchor did not catch the artery wall. No difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual compression. The patient had a post-op ultrasound of the groin, and it was clean, per the fellow. The patient is doing well, no issues.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully separated with the internal contents of the carrier tube fully deployed. The carrier tube was returned fully rear locked, and kinks were identified on the device. The suture was found to have been fully deployed and had been cut, and the anchor and collagen were not returned with the device. No other damage or issues were identified. The complaint was confirmed for a potential partial deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in a partial deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).